Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 70% stenosed lesion being treated was located in the moderately calcified, moderately tortuous posterolateral artery (pla). The lesion was predilated with a 2.0x12 maverick to 12 atm. The physician attempted to place a 2.25x12 taxus express2 atom drug eluting stent, but was unable to cross the lesion. Upon removal, the stent came off the balloon at the tip of the non-bsc guide catheter. The physician stented over the dislodged stent, to pin the stent against the vessel wall, in the proximal right coronary artery (rca). The procedure was completed with a 2.0x12mm non-bsc stent. Patient status reported as "fine".